Event description:
A report was received that the patient had difficulty linking with the ipg. The physician recommended a battery replacement and a possible lead replacement. The patient was also prescribed with additional pain medication.

Event description:
A report was received that the patient had difficulty linking with the ipg. The physician recommended a battery replacement and a possible lead replacement. The patient was also prescribed with additional pain medication.

Manufacturer narrative:
Additional information was received that the planned revision would not take place in the next few months as the patient is currently on blood thinners. The physician suspected that the defibrillator used to revive the patient during the non-device related medical procedure interfered with the ipg and the leads. There will be no further course of action at this time.